Event description:
It was reported that the patient never had therapeutic effect and there was a shocking sensation. The system kept zapping the patient and they could not get it to work. The symptoms occurred following implant. The healthcare provider (hcp) decided to remove the system in 2009. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3778-45, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3708160, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).